Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (266- over 600 mg/dl). The ketone level was large. Insulin injections were administered to address the bg. The cause of the high bg was not known. A pump system check was performed and no device issues were identified. Reportedly, the contact discussed the event with a healthcare provider and declined further assistance.